Event description:
It was reported that the patient had a sudden loss of stimulation and therapeutic effect in (B)(6) and increased stimulation to 8-9 v without ¿result.¿ it was noted that the patient usually had stimulation around 2.5 v. Impedances measurements were normal and x-rays showed no migration. The implantable neurostimulator (ins) was replaced. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu _unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of implantable neurostimulator model 37702 sn (B)(4) found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)